Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 had failed and were not detected on the bus. The field service engineer (fse) arrived onsite and confirmed that drawers 2.1 and 2.2, along with their assigned cubie pockets, were not detected on the pyxibus communication bus. The back of the drawer assembly was inspected, and all light-emitting diodes (leds) showed normal operation. All drawer connections including power and communication harnesses were reseated. The station was powered back on after reseating the connections. All previously undetected drawers reappeared on the pyxibus and functioned normally. No additional hardware issues were found during the inspection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station 4east1 drawers 2.1 and 2.2 failed and not detected on bus. Customer stated that station was rebooted twice, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.